Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse located short on solenoid driver board so the fse replaced the solenoid driver board to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The machine has been repaired and is being used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up, the cs300 intra-aortic balloon pump (iabp) unit does not turn on. There was no patient involvement reported.